Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. The visual inspection found defects to the outer casing and confirmed that the dc mains power inlet port was damaged. The functional evaluation found that the device was unable to be charged due to the defective inlet port, establishing a relationship with the failure to charge event reported. However, the alarm event was not confirmed as no fault was found with the device alarm system. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the test of blockage/full was defective and the device was found to be unable to operate on ac or battery power and can not recharge the battery due to dc inlet port being broken. No patient harmed, and no injury reported because this was found during service and repair.